Event description:
It was reported that the right ventricular (rv) lead exhibited greater than 3000 ohms rv impedance. The patient had experienced severe shortness of breath and chest pain. The echocardiogram showed pericardial effusion and cardiac tamponade due to perforation. This rv lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The field report of perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that the right ventricular (rv) lead exhibited greater than 3000 ohms rv impedance. The patient had experienced severe shortness of breath and chest pain. The echocardiogram showed pericardial effusion and cardiac tamponade due to perforation. This rv lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.